Event description:
On (B)(6) 2010, composed advanta ptfe graft vxt and solatec graft were implanted for vascular access. On (B)(6) 2013, advanta graft was explanted because intimal hyperplasia was found. It is unknown that another solatec graft also was found intimal hyperplasia and explanted or not. Advanta graft was replaced to another solatec graft.

Manufacturer narrative:
Upon sample receipt, and the receipt of the completed investigation, a follow up report will be submitted.